Manufacturer narrative:
(B)(4). A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient control module (pcm) was attached to an infusor. The shipping tab and the cap of the pcm luer adaptor were removed. This occurred during filling of the infusor with saline. The device was manufactured between 08/08/2013 and 08/14/2013. Evaluation summary: the pcm sample was received for evaluation. The infusor was not returned with the pcm. Visual inspection of the pcm did not identify anything that could have caused the reported condition. A functional flow rate test was performed. The pcm was connected to a syringe and the pcm reservoir was filled. After filling, flow was not observed from the pcm luer. Flow was observed only when the pcm's white button was manually pushed and the flow was within specifications. The functional test was repeated with the pcm attached to an in-house infusor. No non-conformances were observed. The sample functioned within product specification. The reported condition was not able to be confirmed and the cause of the reported problem could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that flow was observed from the patient control module luer adaptor without pushing the pcm button. There was no patient involvement. Additional information was requested and is not available.